Manufacturer narrative:
The leads will not be returned as they were discarded by the medical facility. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 21086447.

Event description:
It was reported that the patient experienced a burning sensation around the lead insertion site and a loss of stimulation. The leads displayed excessively high impedances on most contacts which were unusable. An x ray displayed lead migration. The patient underwent a lead revision procedure where the leads were explanted and replaced with new leads. Upon explant, it was noted that the fractured leads had been twisted and contorted around the ipg which signified the patient had been twisting and playing with the ipg internally. The patient is doing well post operatively.